Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump powered off while she was sleeping. She stated that she heard the pump beep and was able to reboot the pump immediately. There was no patient impact as a result of the incident. The patient confirmed that the battery cap tightened to resistance, there was no structural damage to the battery cap and compartment, and there was no visible corrosion in the battery compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: rebooting was observed in the pump black box history. There were no alarms related to the complaint in the alarm history. Moisture damage was found inside the battery compartment. The battery cap was attached securely to the pump and the pump booted normally. The pump was exercised for 24 hours with no power issues or alarms. The battery cap was tested and no connection defects were observed. A leak test was performed and the battery comparment was found to be leaking. The pump was opened and no damage was found to the power circuit.